Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the physician had difficulty advancing the right atrial (ra) lead into the right atrium. The ra lead was not implanted and a different lead was used. It was further reported that post-implant, during transport of the patient back to their room, non-capture was noted on the right ventricular (rv) lead. Upon interrogating the device, there was intermittent capture at maximum output in bipolar polarity and no capture at maximum output in unipolar polarity. The patient required chest compressions and the placement of a temporary rv pacing wire. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).